Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-04844. It was reported that the patient noted brown drainage coming out of driveline (about 6 inches from exit site). There was a small pinhole in silicone where green fluid was exiting. The vad coordinator noted that the patient does have some tears in the silicone of driveline near controller. The vad coordinator removed the rescue tape for assessment, and there appeared to be dried brown drainage down there. Since it was dry, the vad coordinator felt small sand like particles under the silicone along the bottom portion of the driveline. The patient denied having strange alarms. The patient did have some low voltage advisory alarms, but the patient stated that they correlated with low batteries. A log file review was requested. The log file contained a few low flow hazard events. Those alarms were not associated with any equipment malfunction, and appeared physiological. In the past this type of drainage has been associated with an internal tear of the driveline jacket. Technical services informed the site that the fluid should be allowed to seep out, and not allowed to reached the controller connector. Rescue tape can then be used to wrapped the driveline tears. Technical services stated that the patient should then be monitored for any abnormal alarms. Patient lvad support was ongoing. Additional log files were submitted for review. The vad team put a zip tie on the patient's driveline distal to the tear in the silicon sheath to keep the green substance from flowing all the way to the controller. The patient had a driveline fault with no speed changes or power changes. The log file contained yellow wrench alarms associated with a driveline fault. Technical services reported to ensure the driveline faults seen within the log file are authentic they typically ask for a controller swap however they reported it may not be safe to do so due to the fluid in the driveline. Technical services stated that the fault alarm will be cleared and the patient will be monitored for additional alarms. Technical services stated that based on the serial number provided for the controller there was a possibility that the faults may be controller related. Pocket controllers with serial number less than 50000 can be prone to false positive reading. However, there was also the possibility of fluid reaching the connector pins, and it created an impedance issue. They recommended that the patient should be monitored closely as the driveline deterioration may mature to short to shield. The patient said he had no alarms including no yellow wrench alarms. The driveline fault message appeared in the history, but there were no active alarms. It was reported that the patient had his pump exchanged 26oct2020 for previously discussed issue of ooze from driveline. Of note, a pocket of pus was found right next to where the driveline comes off the pump. The pump and the controller will return for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller (B)(6). The log file contained events recorded from october 24 to october 26, 2020 where multiple driveline fault alarms were recorded. The pump support was not affected during the alarms and the system maintained the desired set speed with no interruptions. The system controller was functionally evaluated while connected to a test equipment and the driveline fault alarms were not able to be reproduced. In conclusion the driveline fault alarms captured in the log file appeared to be related to the fractured yellow wire confirmed during the pump evaluation. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and the IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The labeling (heartmate ii patient handbook and heartmate ii instructions for use) addresses caring for the system controller power cables, avoid bending or twisting them and inspect the system controller power cables for damage daily. No further information was provided. The manufacturer is closing the file on this event.